Event description:
As reported: "during the short nail surgery, the drill used to insert the distal screw slipped out of the hole. The surgeon re-drilled the site and successfully inserted the screw. An unnecessary hole was drilled in the bone".

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.